Event description:
The customer is complaining that the discharge button was torn and exposing the steel switch beneath. First sterilization is 18 minutes duration (protocol in france) 134 degrees. Not used on pt.

Manufacturer narrative:
Physio-control replaced the device. It is being returned to physio for evaluation.